Event description:
It was reported that the drain lever on the device broke off after collection of the pt's blood. The collected blood could not be re-infused and the pt required a blood transfusion from pre-donated blood.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is returned, a follow up report will be filed.